Event description:
On (B)(6) 2012, interlase enabled keratoplasty (iek) procedure was completed on recipient with all cuts noted at slit lamp following intralase procedure without dissection completed at the time. Donor button was incomplete thus delaying patient's receipt of the donor button. On the donor eye, a 6.5 - 8.0 mm mushroom pattern was selected. The pattern that was cut was a 6 mm cylindrical button. The procedure was completed the following day on new donor tissue without a problem. The surgeon noted there was an incomplete applanation on his part, creating the issue on the original donor tissue.

Manufacturer narrative:
(B)(4), evaluation: the field service engineer (fse) was onsite to evaluate the report of an x/y pattern error. Fse programmed patients same iek parameters and treated it in a agrose gel. Everything was ok. Fse performed a quarterly preventative maintenance (pm). Fse supported surgeries. No other observations were made. System conforms to all amo specifications. (B)(4): placeholder.